Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter because the device stopped performing as expected. The patient underwent surgery to replace the device. There were no further patient complications.